Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that there was an emergency room visit for high blood glucose readings. The customer had symptoms such as being dehydrated and kidney stones. Customer was wearing pump at the time of emergency room visit.